Event description:
Pt dropped a mouth mirror into cidex plus solution and one drop of solution splashed into pts' right eye. Pt was wearing personal protective equipment as usual, except pt's eye goggles. Pt sought medical advice from an ophthalmologist who prescribed a steroid eye drop to be used for three days. When pt returned to the ophthalmologist after three days, everything was fine.